Event description:
It was reported that the patient presented to the hospital for congestive heart failure evaluation and treatment. A positive stress test prompted a cardiac catheterization and an angio-seal was used for closure. One week following the procedure, the patient experienced a right groin hematoma. An ultrasound confirmed a hematoma without presence of a pseudoaneurysm, so the patient remained on anticoagulation therapy for a left ventricular thrombus. The patient was transferred to another hospital for care. The patient developed erythema and blistering around the groin site in the second week of recovery. A CT scan revealed a pseudoaneurysm and large hematoma. A surgical exploration of the wound and hematoma evacuation revealed the pseudoaneurysm was at the site of angio-seal deployment and the repair of the common femoral artery was completed. Cultures that were performed were positive for s. Aureus and the patient has responded to intravenous antibiotics and local wound care after wound debridement and femoral artery repair.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk or situation associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulation, rash, wound drainage or any other unusual symptoms. The angio-seal device instructions for use (IFU) states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.